Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint. Visual inspection was conducted and one side of the distal clevis was cut off and found the conductor wire was not intact with the yaw pulley. As a result, the energy function would not work. Thermal damage was found on the yaw pulley, conductor wire cap, and proximal clevis. The conductor wire was found broken at the weld location at the base of the hook in the monopolar yaw pulley. It is possible that if the silicone potting around the weld location was compromised, conductive fluids such as saline could migrate near the weld location. Upon energy activation, the thermal damage at the weld location due to conductive fluids present could cause the thermal damage and conductor wire breakage seen in this instrument. Additionally, once energy starts to leak at the weld location, it is possible that it discharges to other metallic components like the drive cables via surrounding conductive fluids and/or tissue. Therefore it is possible that the thermal damage seen on the proximal clevis is a secondary arcing event related to the first arcing event. A root cause investigation for this separation is still underway since it is not clear what caused the potting to be compromised. A follow-up MDR will be submitted once additional information is obtained. The customer reported complaint does not itself constitute an MDR reportable event; however, the charring damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument.

Event description:
It was reported that during a da vinci assisted esophagectomy procedure, the permanent cautery hook instrument tip was emitting smoke when the doctor coagulated tissue. There may be a risk of electrical leakage. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On september 30, 2016, intuitive surgical inc., (isi) obtained additional information from the customer who clarified a lot of white smoke appeared suddenly and they could not see clearly. The initial power was set at 30. When the doctor was coagulating the target area, no arcing was observed. The surgeon replaced the instrument with a new one.